Manufacturer narrative:
The complaint reports that a patient experienced reinfection after reportedly receiving an artegraft prosthesis at another facility. During explantation, the surgeon reported massive bleeding from the upper third of the graft. The device was not returned for evaluation, lot/batch information was not available, and confirmation that the explanted device was an artegraft remains unresolved. Therefore, the complaint could not be confirmed through returned product evaluation or lot-specific device history record review. Based on the information available, the event cannot be attributed to a manufacturing, material, or lot-specific nonconformance. Infection at the implant site may have contributed to graft deterioration and the reported bleeding; however, the root cause could not be definitively determined. No related ncmr or CAPA was identified, and no CAPA, recall, or replacement graft is recommended at this time. Follow-up with the clinic remains ongoing to obtain additional information, including device identity, infection history, bleeding description, and any available lot or batch information. Quality assurance complaint trending will continue.

Event description:
According to the surgeon, the patient was likely fitted with an artegraft prosthesis at another hospital; a reinfection occurred, and upon removal, the surgeon noted that it must have been an artegraft, as there was massive bleeding in the upper third of the graft.